Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During remote monitoring, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the customer suspected lead damage was the cause of the noise on the the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.